Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation; no defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value note: manufacturer contacted customer in a follow-up call on 15-dec-2020 to ensure the patient condition improved - able to establish contact with customer who stated condition had improved and she did not currently have any diabetic symptoms. Note 2: manufacturer contacted customer again in a follow-up call to ensure that the initial concern was resolved - unable to establish contact with customer at this time.

Event description:
Consumer initially reported complaint for error message (e-5). During the call, a blood test was performed by the customer fasting and produced test result of hi using meter. The customer did not know her expected blood glucose test result range. At the time of the call the customer reported symptoms of nausea and feeling sleepy; medical attention was not needed at the time. The product is stored according to specification in the dining room. The test strip lot manufacturer¿s expiration date is 04/29/2022 and open vial date is (B)(6) 2020. The meter memory was not reviewed for previous test result history.